Manufacturer narrative:
H6: investigation summary one insulin pen and two photos were returned from an unknown lot. No., cat. No. 320129. Visual examination was carried out on the returned sample and photos and a broken piece of cannula was observed in the septum of the pen. No DHR review can be carried out as lot number is unknown. Based on the sample and photos returned it is not possible to determine the root cause. H3 other text : see h10.

Event description:
It was reported that while using the bd microfine¿ + pen injector needle broke. The following was received by the initial reporter: verbatim: this is a report about a broken needle npe. The broken needle npe was found in the rubber stopper of the pen.

Event description:
It was reported that while using the bd microfine¿ + pen injector needle broke. The following was received by the initial reporter: verbatim: this is a report about a broken needle npe. The broken needle npe was found in the rubber stopper of the pen.

Manufacturer narrative:
D.4: medical device expiration date: unknown. H.4: device manufacture date: unknown. H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.